Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer had multiple unspecified cartridge issue. Customer became ¿very ill with ketones¿. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.